Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-01192. (B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction. The following day, coronary angiography was performed. The target lesion was a de novo lesion located in the 2nd obtuse marginal (om) with 99% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 20mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with burning exertional left sided chest pain radiating to left arm, relieved by rest and nitroglycerin. The pain was located at the left precordium, occurring at any level of exertion up to 8/10 in severity and then subsiding with rest. Electrocardiogram (EKG) revealed chronic right bundle branch block and right ventricle hypertrophy with secondary st-segment changes, and two negative troponin. Due to recurrent pain, the patient was transferred to enrolling site. En route, the patient's blood pressure was very high at 190/110 mmhg and intravenous nitroglycerin was started. Chest pain subsided. Three days later, coronary angiography was performed. The 90% stenosis located in the 1st om was treated with placement of a 2.5 x 12mm promus drug-eluting stent with 0% residual stenosis and normal flow to distal vessel. Additionally, 80% focal isr of the right posterolateral branch was treated with balloon angioplasty with 10% residual stenosis and normal flow to distal vessel. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.